Manufacturer narrative:
Based on the claim against the product by the customer noting repeated errors on the universal surgical manipulator (usm 3), an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse confirmed the reported event and replaced the usm 3. The system was tested and verified as ready for use. Isi did receive a da vinci usm to perform failure analysis. The usm was analyzed and found to have errors 31226 and 30110. The unit was tested in a patient side cart (psc) fixture test platform (pftp) and failed in the fiber test. A gold clock spring, parallelogram, and rolling loop were installed to pass the fiber test, no other test failed after. As a fix, the clock spring, parallelogram, and rolling loop fiber assemblies will be replaced. The complaint regarding repeated errors on the usm 3 was confirmed by failure analysis, which indicates that the device did contribute to the customer-reported issue. The probable root cause of the reported issue is attributed to component failure. This complaint is considered a reportable event due to the following conclusion: the customer experienced multiple faults regarding the universal surgical manipulator (usm) after the start of the procedure which were unable to be resolved. While there was no reported harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during an incisional hernia ipom da-vinci assisted surgical procedure, the customer experienced repeated errors on the universal surgical manipulator 3 (usm). Technical support engineer (tse) walked the reporter through a hard power cycle of the system and the system powered up normally. Onsite logs reflect related communication errors in usm3. Tse explained the error may return. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.